Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. There was no tortuosity or calcification in the vessels. It was reported that 2 months post stent graft implant the CT demonstrated that the stent graft has migrated proximally resulting in partial right renal occlusion. The physician attempted to pull the stent graft down with and up and over procedure, however the stent graft is well incorporated within the vessel. The physician elected to place a bare metal stent in the right renal artery. Completion angiography demonstrated the origin of the right renal artery to be widely patent. There were no additional clinicial sequelae reported and the patient is reported to be fine.